Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d9. The device was returned to zoll medical australia for evaluation; the customer's report was duplicated and attributed to a faulty analog board. The analog board was replaced to resolve the report. The device was recertified and returned to the customer. The analog board was received at zoll medical corporation for further evaluation. The customer's report was verified and attributed to the top shield and the bottom shield on the analog board. The board was scrapped after testing. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.